Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the transfer guard needle is damaged of the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was not able to dock at the insulin vial. No further details given.